Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was found to have a broken wire. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Image review: review of the provided image is consistent with the broken cable. Root cause of the failure mode cannot be confirmed without the returned device.

Manufacturer narrative:
The maryland bipolar forceps was analyzed and the complaint was not confirmed by failure analysis. Failure analysis investigations could not replicate nor confirm the customer reported complaint. Visual inspection was performed and found no damage to the grip cable. Additionally, the instrument was found to have a broken conductor wire at the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. Intuitive followed up and obtained additional information. Complaint is related to the damage to the grip cable. Conductor wire was loose. Instrument was moving with non-intuitive (reversed) or uncontrolled motion. There was no patient injury.

Event description:
Refer to h11 for follow-up information.